Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that when explanting impella due to patient's do-not-resuscitate (dnr) order, a blood clot flew into superficial femoral artery causing lower limb ischemia. As the patient was dnr, no treatment was provided.